Manufacturer narrative:
Continuation of d10: product ID: 97740, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4). G2. Foreign: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called to report that their programmer won't turn on. It was stated that the recharger was going to be replaced, however, confirmed with patient services representative that this was a typo, and the programmer is being replaced for this case. No patient harm reported.

Manufacturer narrative:
H3. Device analysis for the patient programmer revealed the complaint confirmed. Evidence of white precipitate, moisture, and fluid ingression on pcb. Defective telemetry board. Evidence of fluid ingression and corrosion on telemetry board. H6 codes belong to the patient programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.